Event description:
Patient status post tfn nail implantation in (B)(6) 2011, returned to surgeon complaining of pain on an unknown date. X-rays at this visit showed a broken nail at the helical blade area and a non-union in the sub-trochanteric region. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware, patient was revised to a total hip replacement. This is 1 of 2 reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.